Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 10 am. He obtained a result of '101 mg/dl' on the subject meter and '45 mg/dl' on another meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he tests his glucose 7x/day and manages his diabetes with novolog insulin (self adjuster) and due to the alleged issue on an unknown time of (B)(6) 2011, he continued taking his usual dose of 6u of insulin. He claimed, '5-10 minutes' after the alleged issue started, he felt 'shaky and agitated'. In response to his symptoms, he reportedly tested with his other one touch ultra2 meter and obtained the already mentioned result of '45 mg/dl', which he felt correlated better with his hypoglycemic symptoms. On (B)(6) 2011, at 10:15 am, he reportedly self treated with glucose gel/tabs and he confirmed feeling better after the self treatment was administered. The patient also informed this mss, that he has a total of 4 one touch ultra2 meters as back up meters. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure was set in the meter, good unexpired test strips and the correct sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (10/14/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.